Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12251. It was reported the patient had leads placed for a trial procedure. Two days later the patient presented at the ER reporting chills, shaking and severe pain near the mid-back lead incision site. Note one of the leads had moved out of the epidural space. The leads were removed and the patient was sent for an MRI which revealed an epidural hematoma. A neurosurgeon performed a hemi-laminectomy and evacuated the hematoma. On (B)(6) 2015 it was confirmed the patient's symptoms have completely resolved.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.